Event description:
Medical components, inc. 4 french single lumen pro PICC kit opened by crna and discovered that the lidocaine vial was broken, empty, and the inside kit was dry. Gauze 4x4 on top of the pack was used to wipe/prep patient site after chloraprep used after draping patient with drapes. Next step to draw up lidocaine; discovered neck of vial was broken and no liquid present. Then discovered kit scalpel was rusted.